Event description:
The patient contacted lfs on (B)(6) 2012 alleging an error 1 message on her one touch verio pro meter. A medical surveillance specialist sent follow up questions and obtained the following information: the patient mentioned that meter displayed an error 1 message 5 days prior to contacting lfs. At an unspecified date and time the patient had developed symptoms while sleeping of feeling wobbly, sweaty and those symptoms woke her up. She attempted to test and the meter displayed the error 1 message. . She took a glucose tablet and ate a banana and felt better 15 minutes later. The patient did not have any other way of testing her blood glucose. The patient did not seek any further medical attention or contact her physician for assistance. The patient tests her blood glucose at least 2x a day and a normal reading for the patient is around 8 mmol/l. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. The complaint is being reported since the patient alleged that due to the meter not powering on, she had developed symptoms suggestive of a serious injury and had to self-treat with food.

Manufacturer narrative:
(B)(4):the meter was returned and was tested on (B)(4) 2012 and the alleged error was not reproduced. The device history record (DHR) was reviewed for this particular meter lot and no problems were found.the patient returned the test strips; however, the test strips do not require testing based on the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.